Event description:
The customer reported the device was rebooting during monitoring of a patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.